Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m52m8k. The analysis results showed that two ecr60b cartridges reloads were received. The reload a m52m8k was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The reload b m52m8k was received in good visual conditions and unfired. The returned reload was loaded into a test ec60a device and tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a sleeve gastrectomy procedure the ecr60b reload fired, but no staples came out and the knife blade cut the tissue. The reload was replaced and used again, with the same outcome. The reload was then replaced again with ecr60g and worked fine. The rest of the stapling was performed with ecr60g reloads. The patient is ok, however, as a precaution, the anastamosis was over-sewed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.